Event description:
Device will not connect with saver evo. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies s on the 22nd march 2014. Upon receipt at heartsine the device would not connect to saver evo, this would confirm the reported fault. During the investigation the usb power switch u4 was measured and found to have failed. When the usb power switch u4 is activated it enables the rest of the usb circuitry to transfer data communications on. A visual inspection revealed that there was corrosion on the usb contact collars. The corrosion observed on the usb contact collars would have contributed to the failure of usb power switch u4. Due to the failure of this component lead to the user unable to connect to saverevo. The corrosion observed on the contact collars would indicate that the device was stored outside of the indicated conditions. The fault could not be replicated when component u4 was replaced. The customer requested the download details. Details regarding the events which recorded a patient impedance were attached to an email as pdf files and were sent to the customer the user accessible memory was erased prior to the 26th august 2017 and no information could be obtained before this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not connect with saver evo. There was no patient involved in this event.